Event description:
It was reported a cerebral vascular attack (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). The procedure was successful and the patient discharged home. After discharge, the patient experienced chills and hemiplegia of the left side. The patient reported to the emergency department and underwent computed tomography (CT) and magnetic resonance imaging (MRI). The MRI results confirmed a stroke had occurred. The patient will undergo rehabilitation and continue under physician monitoring. A follow up transesophageal echocardiogram is scheduled for (B)(6) 2023.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). The procedure was successful, and the patient discharged home. After discharge, the patient experienced chills and hemiplegia of the left side. The patient reported to the emergency department and underwent computed tomography (CT) and magnetic resonance imaging (MRI). The MRI results confirmed a stroke had occurred. The patient will undergo rehabilitation and continue under physician monitoring. A follow up transesophageal echocardiogram is scheduled for (B)(6)2023.